Event description:
During the evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 22:52:43. During night drain cycle three, the patient's ultrafiltration reading was 1438ml, indicating the home patient (hp) drained 1438ml more than their maximum programmed fill volume of 2200ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error, inappropriate bypass of the initial drain without the low drain volume alarm occurring. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass the initial drain. If additional relevant information is obtained, then a supplemental report will be submitted.